Manufacturer narrative:
Zimmer biomet complaint number (B)(4) one torque wrench hex driver 1.25mmd (tw1.25) was returned for investigation. Visual evaluation of the as returned product identified that the tip was fractured off. Device history record (DHR) review could not be performed since the lot number associated to the item was not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the tw1.25 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events (complaint category keyword: fracture). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). UDI not available.

Event description:
It was reported that the tip of the driver fractured when torquing with the torque wrench. Procedure completed.